Manufacturer narrative:
(B)(4). The field service representative (fsr) found this unit with a defective tag on it that said "won't occlude". The fsr was unable to duplicate the reported issue. The roller pump was able to hold occlusion for approximately 30 minutes of pump run. Corrective maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump would not occlude. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.